Event description:
A cleaning person was mopping the floor in the or area. The cleaning person relocated the anesthesia machine and heard a bang, and then observed sparks and smoke coming from the machine. No fire was observed. The cleaning person then unplugged the device. No injury reported.